Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure in (B)(6) 2006 (exact date unknown). According to the complainant, the patient experienced recurring pelvic pain post procedure. The patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful.